Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown mg/dl. The customer found out that there is black sports on the screen of the insulin pump. The customer stated that he dropped the devcie this evening. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump was received with a severely cracked and bleeding lcd glass. Unable to verify the blank display, perform functional testing or check the operating currents due to the severely cracked and bleeding lcd glass. The pump was received with minor scratches on the display window and a cracked display window corner.